Event description:
It was reported that during a ventriculostomy and a ventriculo-peritoneal shunt placement that the outer sheath of the pneumatic hose ruptured/exploded. There was no report of injury to the pt or staff. Evaluation results: the device was received and inspected. Customer complaint of hose ruptured/exploded was verified. The exhaust portion of the hose was ruptured. The inspection also showed that a small portion (approx 1/4 dia) was missing from the hose. This type of failure is usually due to the hose being pinched or crimped during use. Unable to determine cause of this failure. This hose was manufactured in july 2004 and has no service and repair history. A visual examination of the hose showed non-OEM components were installed to assembly. The inner hose and ferrule are nonconforming components. Handpiece manual informs user to inspect hoses for signs of wear or damage prior to use. An inservice will be offered to the facility by the service rep on the care and handling of this type of device.